Event description:
The pt's wife reported that her husband had an infusion set partially separated at the luer lock connection. She stated that he noticed the separation because his blood glucose value was 500mg/dl. She reported that his symptoms included "feeling terrible and nasty." The pt administered an insulin injection and changed his infusion set tubing. The pt did not report assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.